Event description:
A distributor contacted zoll to report that a patient had a skin irritation under the electrode belt. On (B)(6) 2015 the patient's doctor reported that the patient had a burn under the electrodes. The doctor reported prescribing a cream to apply to the affected area. During a follow up with the patient on (B)(6) 2015, it was reported that the patient had notified their doctor of the rash the previous friday, and had received an ICD. The patient had used the cortisone cream prescribed by the doctor for the rash and the irritation was improved and almost completely gone.

Manufacturer narrative:
Evaluation method - "other". The patient's lifevest was not returned for evaluation. There is no indication of any device malfunction. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.